Event description:
From (B)(6) 2022 - (B)(6) 2023, we had 23 (twenty three) needlestick incidents where medical professionals used the "dps safety needle device" to provide immunizations and the device was reported by healthcare professionals as faulty. Examples were "while attempting to push the safety shield over the used needle the needle bent sideways and poked the immunizer", "attempted to close the orange safety and it would not close without much force causing a needlestick", or "the safety cap would not lock in place", or "while activating the safety mechanism the needle broke off of the syringe". Furthermore, using a one handed table top closure method to close was nearly impossible as the needle and safety cover would break, pop off or not click/lock into place". Lot numbers included but are not limited to (w2105103, w2105128, w2924435, w2105126, w2105130) and many more.